Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the last couple of months, the patient began having coverage issues, with possible impedance issues. The device implanted in (B)(6) 2007 was determined to be not working for the patient and needed to be replaced on (B)(6)2010. The surgeon used a different device than originally intended with a 5-6-5 lead to replace the hinged specify with the octad. The following morning, the patient's device was programmed (best coverage was with a pw of 550). The device was working normally. The explanted device was sent to the hospital pathology department and would not likely be returned. The patient was reported having issues with coverage. Additional information has been requested, but was not available as of the date of this report.